Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose reaching approximately 400 mg/dl after a late sandwich meal and, contrary to recommended use after a factory reset, chose not to meal announce but later announced a meal as a corrective action, which was communicated as potentially leading the system to maladapt; the event involved user interaction with the ilet and its user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.